Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that initial operation was performed with ann humeral nail on (B)(6) 2020. After 1 week from the surgery, all of the proximal screws were found backed out, therefore, revision surgery was performed on (B)(6) 2020, and all screws were removed. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: three x-rays of intramedullary nail positioned in the proximal humerus have been received and reviewed by hcp: image 1: presumably the 1st time point and immediate post-surgical image, ap view image 2: presumably the image acquired 1 week after surgical placement, appearing to be internally rotated image 3: presumably the image acquired 1 week after surgical placement, ap view assessment of imaging: the 1st image performed after surgical placement of the intramedullary nail shows appropriate positioning of the hardware. Both proximal and distal interlocking screws appear appropriately positioned. Mild soft tissue swelling /emphysema in the proximal extremity associated with skin staples, within normal limits for post-surgical state. The 2nd and 3rd images are presumed to have been taken 1 week after surgical placement. Both images demonstrate bone resorption of the greater tuberosity of the proximal humerus as well as backing out of all of the proximal interlocking screws, 1 of which resides predominantly within the adjacent soft tissues. Also noted periprosthetic lucency along the medial edge of the proximal intramedullary nail. Previously seen fracture along the medial cortex of the humerus neck is again seen at this time point without healing. Previously seen fracture of the superior head of the humerus is again seen, now with displacement. There is inferior positioning of the humeral head with respect to the glenoid, likely related to a large joint effusion with joint capsule laxity. Impressions: images acquired 1 week after placement of hardware demonstrates loosening of the proximal interlocking screws which have backed out. There is diffuse osteopenia and the greater tuberosity of the proximal humerus and displacement of previously seen fractures. Also noted periprosthetic lucencies along the medial edge of the proximal hardware, compatible with loosening. Initial fit and alignment appears within normal limits. However, on 2nd time point, loosening results in backing out of the proximal interlocking screws. Product evaluation: visual examination: the explanted screws have been received for an investigation. The screw heads are inconspicuous. There are some deformations along the threads of all three screws. No other conspicuousness found. See pictures attached. Review of product documentation: device purpose: all involved devices are intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that initial operation was performed with ann humeral nail on (B)(6) 2020. After 1 week from the surgery, all of the proximal screws were found backed out, therefore, revision surgery was performed on (B)(6) 2020. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the evaluation of the received x-rays, the reported event can be confirmed. There was a backing out of all of the proximal humeral fixation screws. Moreover, periprosthetic lucency along the medial edge of the proximal intramedullary nail was detected. The visual examination identified some deformation along the threads of the explanted screws, which might have resulted from the contact of the screws with the corelock sleeve and therefore indicates that the corelock did lock the screws as intended by design. It might be possible that the loosening of the nail has contributed to the backing out of the proximal interlocking screws. However, if and to what extent the loosening might have influenced the backing out of the screws remains unknown. In conclusion, as the cause may be multi-factorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: ann ph nail lt 9x160mm; item#47249616109; lot#3008296; the manufacturer received the x-rays for review and other source documents which will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to migration.